Event description:
It was reported that this rv lead exhibited high pacing thresholds of 6.5 volts as well as a gradual increase in pacing impedances reaching 750 ohms suspected to be caused by a defective lead. The physician opted to schedule a replacement procedure for (B)(6) 2025. No adverse patient effects were reported. This lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).